Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level of 44mg/dl. The customer was treated with intravenous insulin and saline, and nasal glucagon spray. The customer was discharged on (B)(6) 2021 with no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.